Event description:
It was reported that the implantable neurostimulator (ins) could not be charged or used, and had undergone premature battery depletion. Many charging troubleshooting steps were tried including a physician recharge mode. It was noted that the ins never went into safe mode. The ins had to be replaced and was explanted. The cause of the product issue was not determined. There were no patient symptoms or complications associated with this event; the patient was alive with no injury at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the device had ¿reduced capacity due to overdischarge.¿